Manufacturer narrative:
One (1) used. List #c1000, clave¿ connector with one (1) used. Spiros and one (1) used partial tubing and luer were returned for evaluation. As received, a stickdown was observed on the clave. No other damage or anomalies were observed on the clave or the spiros. The sample was primed and flow restriction was noted, the clave was dissembled and a crushed spike, tip anomaly, and torn seal were observed. No additional damage or anomalies were confirmed. The complaint of stickdown can be confirmed. The probable cause is due to a salt lake city molding defect. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a clave¿ connector where the customer reported that the device leaked during patient use. The customer stated that there was no apparent harm to the patient but s/he did get saturated clothing in lap and was exposed to a hazardous medication in the clinic. The center of the clave (white in color) appeared to be squashed back into the clave, and when the attached tubing was removed, the clave's white center usually returns to center to close but it stayed retracted. There was minimal delay in therapy. The infusion was stopped, the line was inspected and the clave was noted to be broken; the center of the clave appeared to be pushed back into the clave when line was attached. Infusion was in process for approximately 5 minutes; using chemo precautions primary line was replaced and patient changed clothing. The faulty equipment was bagged and given to the floor manager. The customer further reported that the ICU medical 360 plum pump was used. Although there was patient involvement, harm was not reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.